Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced hypoglycemia after dinner while using the ilet, including a documented glucose of 55 mg/dl, with the user noting asymptomatic lows, frequent pausing to avoid further dosing, and dissatisfaction with an average dinner dose of 7 units given an insulin sensitivity of 60:1. The call was transferred to a partner organization for further guidance, and the event did not involve alerts or alarms. No adverse clinical symptoms associated with hypoglycemia reported. Outcomes included self-treatment with oral glucose and no hospitalization. Investigation included user communication, and troubleshooting and education completed by support personnel with transfer to a partner organization. Investigation of this case revealed no malfunction, no alarm-related issues, and no device component failure, with use consistent with therapy and user-managed dosing pauses. It was concluded, based on previously established findings for similar reports, that the cause was user-related factors and therapy-related hypoglycemia without evidence of device malfunction.